Manufacturer narrative:
Initial and final MDR 1934208 - MDR 3003442380-2024-20436 - device 2 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where tubing was leaking from the connector, where the tubing clicks into the cannula housing/site after the sets were used for three days. Patient replaced infusion set and resumed insulin successfully. No further information available.